Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) had no sound, and the primary display touchscreen was not working. No patient harm reported. Service requested/performed: nihon kohden technician requested that the biomedical engineer check the physical connections and connections of the cns. The biomedical engineer found the audio cable and usb touchscreen cable had been unplugged. Once those cables were plugged in to the central nurse's station, the sound came back, and touchscreen was working again. No patient harm reported. Investigation summary: the device was put into service on 01/29/2014. Warranty expired on 01/29/2016. Approximate age of the device at the time of malfunction was 7 years. The device was in use on a patient at the time of the incident, but no patient harm was reported. The root cause of the issue was determined to be inadvertent unplugging of the audio and touchscreen cables by a user. The customer checked the physical connections and they found that the audio cable and usb touchscreen cable had been unplugged. Once the customer plugged those in, the sound came back, and the touchscreen was working again. Risk level: investigation determined the issue poses high risk. The reported issue does not require further investigation through CAPA process since the issue was found to be user triggered(loose/disconnected cables) and not related to malfunctioning or deviation from performance of nk devices.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not producing any sound and the primary display touchscreen was not working. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no sound and the primary display touchscreen was not working. No patient harm reported. Nihon kohden technician had the biomedical engineer check the physical connections and they found the audio cable and usb touchscreen cable had been unplugged. Once those cables were plugged in to the central nurse's station, the sound came back and touchscreen was working again. No patient harm reported. Manufacturer references (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not producing any sound and the primary display touchscreen was not working. No patient harm reported.